Event description:
It was reported that this left ventricular lead exhibited high capture thresholds. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.